Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was between 120 and 140 mg/dl, compared with the sensor glucose reading of 70 mg/dl. The customer noted that he had kidney failure and a transplant, which he believed caused a chemistry imbalance and may have caused the inaccurate sensor glucose reading. He stated that the issue occurred about 10 to 12 weeks prior, around (B)(6) 2015 and (B)(6) 2015, as well as (B)(6) 2015, which was his surgery date. He stated that there was a period in which the sensor glucose reading was off by 100 units. The most recent blood glucose reading was 105 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.